Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that the clip came off of the large hem-o-lok clip applier instrument. The clip reportedly fell into the patient, but was retrieved during the same procedure. The procedure was completed with a backup instrument with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive has received the large hem-o-lok clip applier instrument associated with this complaint and completed the investigation. Failure analysis investigation did not replicate nor confirm the customer's reported complaint. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The clip was installed successfully multiple times and did not fall off, or show signs of slippage during in house testing. Visual inspection showed no damage to the grip tips. There was no problem detected. Additional observation not reported by site: the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and failed 9/10 times. The housing was removed and there was no damage found. The grip cables did not show any signs of damage. The root cause is not determinable/applicable. No image or video was provided for review. A review of the instrument log for the large hem-o-lok clip applier instrument (part# 470230-12 /batch# n10201027-0135) associated with this event was performed. The instrument was last used on (B)(6) 2022 on system serial# (B)(4) for a cholecystectomy procedure. The instrument had 87 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged during a da vinci-assisted cholecystectomy surgical procedure that the clip came off of the large hem-o-lok clip applier instrument. The clip reportedly fell into the patient, but was retrieved during the same procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument associated with this complaint and completed the investigation. The initial failure analysis findings were confirmed. Clip application was retested and found to fail intermittently depending on the orientation of the grips. The housing was removed and the tension on the cables was checked. It was found that the grip cable tension was looser than normal. The loose grip cables were likely causing the intermittent failed clip tests. It is possible with time and use that the cables stretched, resulting in loose cables which cannot provide enough force for successful clip application. The root cause is attributed to component failure.

Event description:
Refer to h10/h11 for follow-up information.